Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that an alarm was generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer blood glucose reading was 332 mg/dl. Troubleshooting was performed. The insulin pump shut down and forced them to rewind. Insulin pump will be returning for analysis.

Manufacturer narrative:
Not in manufacturing mode. Unit was received with pump error during rewind due to corroded motor assembly. Corroded printed circuit board noted during visual inspection. Unable to confirm pump errors due to constant pump error during rewind. Unit was received with scratched display window cover, minor scratched lcd window, keypad overlay texture damage, cracked retainer and scratched case.